Event description:
Left breast biopsy was performed with no complications. After biopsy specimen was successfully collected dr went to insert mammomark clip. Dr was met with some resistance. Took image to see if clip was deposited. No clip seen. Techs went back and noticed needle aperture was closed. Opened aperture and dr plunged clip and rotated needle again and post imaging was done and noted clip seen. At post imaging dr and tech noted that clip did not match "u" clip that was deposited. Per supply log: prbe l12cm od10ga mammotome rvlst, mrk brst hdromrk 10ga open coil, lot f12605507d, mammomark mmk 1002 10g, u clip.